Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the longevity of this pacemaker appeared to have decreased 4 years in 2 years time. Technical services requested the data from this device to analyze. Data analysis has not been completed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the longevity of this pacemaker appeared to have decreased 4 years in 2 years time. Technical services requested the data from this device to analyze. Data analysis has not been completed. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated there was a mistake in the longevity the facility reported for this device at a previous check. A device malfunction is no longer suspected.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.